Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the user causing damage to the device's lid latch. This resulted in the magnet not staying in the lid and the device to not power on of off when the lid was opened. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device does not power on when the lid is opened. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not power on when the lid is opened. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.